Event description:
The facility reported via a user facility report. "Triple pump turned off completely without warning at pt bedside while infusing dopamine and phenylephrine IV. Pt's bp began to fall. Pt was on maximum dose of both drugs and began to drop his systolic bp". On 05/15/06, baxter healthcare corporate compliance group was notified by the FDA that the pt expired, however, the risk manager stated the pt's death was not related to the reported event. According to the risk mgr, the pt was in deteriorating condition. Though requested by baxter (on 05/08/06, 05/18/06, and 05/22/06) no add'l info was available regarding the pt's diagnosis and medical history, the pt's status and vital signs prior and after the event, names, rates, and concentration of the medications involved, any alarms or failure codes occurring prior to the pump turning off, medical intervention, timelines of events, date and time of the pt's death, whether an autospy had been performed, and the primary and secondary causes of the pt's death. The risk mgr declined to release any add'l info regarding the event.

Manufacturer narrative:
See attached user facility report. This pt and this pump serial number had been involved in add'l event occurring in 2006. The event occurring on 06 is being reported via medwatch # 600001-2006-10874, user facility report. Evaluation summary: the device was evaluated by baxter at the location of the rental co (uhs). The pump passed the power on self-test. The battery history was reviewed and the values were, # of charges/discharge cycles = 18, # discharges < alrm thrshld = 0 and the battery installed date was 05/12/03. Keypad and panel lockout switch were found to be working correctly. Voltage sensor data were all within specification. A visual inspection was performed on the front bezel assembly; all harnesses were seated correctly and free of damage. A visual inspection was performed on the rear housing. All harnesses were seated correctly and free of damage, the battery harness with protection circuit was present. Both yuasa batteries were in good condition externally, the battery manufacturing date code was the same on both batteries. The battery discharge test was performed. The unit went into battery low alert and audible tone occurred after 28 minutes, battery depleted alarm and audible tone occurred after 29 minutes and shut down after 31 minutes. Although the batteries did not meet specifications on the battery discharge test, the pump did give visual and audible alerts and alarms for approximately 5 minutes before turning off (no silent shutdown). The appropriate upgrades were present and there were no visual signs of physical battery damage or internal damage that would cause a pump to turn off. The pump's event history was reviewed and revealed that in 2006 there were two off key presses registered (indicating the pump turning off). On the same day, channel c was infusing at the calculated rate of 30.4 ml/hr with a calculated concentration of 6.400 mg/ml. At 12:10:41, stop key was pressed for channel c, volume key was pressed, 2 key was pressed, 0 key was pressed, and then 0 key was pressed (which indicated that the volume to be infused was programmed for 200ml). After this programming had been completed, softkey #4 was pessed (indicating that the user confirmed setting) followed by the off key press (turning the pump off) at 12:10:47. Approximately one hour later at 13:03:52, the pump was powered back on. Channel c was started at the rate of 30.4 ml/hr and channel b was started at the rate of 56 ml/hr. At 13:06:57, channel b was opened and the tubing was unloaded; at 13:08:04, channel c was opened and the tubing was unloaded and then the off key pressed (turning the pump off). In conclusion, at 12:10:47 the off key was pressed instead of the start key while the pump was actively being programmed. The reported problem of the pump turning off completely without warning was not confirmed or reproduced. Assignable cause for the incident was user error in selecting the off key rather than the start key. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being investigated.